Event description:
It was reported that the IV tubing set leaked onto the patient's bed from the connection between the lipid tubing and the filter extension. This was verified when the tubing set was removed from the patient and flushed. The IV tubing set was replaced. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Correction; h.6. (Patient code). Additional information added; section; b.5. (Patient information clarified/detailed). The customer¿s report that the IV tubing set leaked from the connection between the lipid tubing and the filter extension was confirmed. The sets were visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. Clear liquid was observed within the model¿s micron filter. Visual inspection observed no anomalies or evidence of damage were observed on the filter or the sets upon initial visual inspection. Functional testing confirmed a leak from model's micron filter air vent (termed ¿weeping out¿). Although the root cause was not definitively determined, the probable identified cause of the observed filter vent leak was due to clog/oversaturation of filter and the time of use from which the fluid flow was restricted. The fluid then seeks the path of least resistance through the filter vent.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient's demographics were not provided.

Event description:
It was reported that the IV tubing set leaked onto the patient's bed from the connection between the lipid tubing and the filter extension. This was verified when the tubing set was removed from the patient and flushed. The IV tubing set was replaced. There was no patient harm.